Event description:
It was reported to philips that the device experienced the pedal charging key was not functioning. The customer was provided remote support from an authorized remote service engineer (rse). The rse was unable to replicate the reported failure through remote service. Current operation checks passed with no errors. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. Competed a charge button test and passed a current operational check and the device was returned to service. There is no indication of a systemic problem. No further investigation or action is warranted.